Manufacturer narrative:
The insulin pump had normal operating currents and no failed battery test, weak battery alarm or low battery alarm was noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for low battery and failed battery test. The customer replaced the battery and the insulin pump alarmed low battery, failed battery, weak battery and failed battery again. The blood glucose reading was 237 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.